Event description:
Based on info provided, two individuals entered the vertical platform lift. The lift fell injuring both individuals in the lift, requiring medical treatment. Investigation is ongoing.